Manufacturer narrative:
Additional information : lot manufactured between may 30, 2019 to june 01, 2019. Two (2) actual devices was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing with tap water was performed which revealed a spike port cap leak at the spike port of both samples. The reported condition was verified. The exact cause of the condition could not be determined; however the most probable cause is related to inadequate or lack of cyclohexanone being applied during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) units of 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle port. This issue was identified during setup and prior to patient use. There was no patient involvement. No additional information is available.